Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after loading a cartridge with 250 units of insulin. Insulin was added into the cartridge, overfilling the cartridge, resulting in the cartridge leaking. A cartridge change was performed resolving the issue. Customer's blood glucose level was 235 mg/dl.